Event description:
Customer's daughter reports meter results of 602 mg/dl while using the advantage system. Meter results are out of display range of 10-600 mg/dl. Meter memory stored a different value of 206 mg/dl and 209 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of suspect product and a replacement was sent.